Event description:
It was reported that the physician suspected a self-drilling variable screw used in an acdf procedure on a patient may have had damaged threads due to the positioning and angulation of the screws when inserted into the plate. According to the report, the screw was used in surgery on the patient and explanted on the same day. New screws were used and surgery was completed successfully. No other information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis report: visual and optical examination identified thread crest and outer flank damage on the acp bone screw that is found around the thread. Undamaged portions of the major diameter of the screw was inspected and confirmed to be conforming to print specification. The above observations, in conjunction with the timing of the issue identification (during bone screw installation), is consistent with off-center screw placement or off-axis screw trajectory during intraoperative implantation.

Event description:
It was reported that during a cervical fusion procedure using a cervical plate, a thread came off of a 4.0 x 17mm screw as it was being inserted into the plate. This was noticed by the physician intra-operatively, and the screw was immediately removed and a different screw was used. According to the report, no fragment of the threading was left in the patient. There were no reports of patient injury or increased surgery time due to the event.